Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has experienced difficulty with taking readings. Imaging was taken and determined that the sensor may be positioned offside. In addition, due to patient anatomy, the patient in unable to lay in supine position to take a reading. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending to place a second sensor.